Manufacturer narrative:
The reported event was confirmed as cause unknown. Per evaluation, the catheter was cut off into two pieces. The surface was normal in appearance with the presence of smooth and clear cut. The catheter shaft looks like has been cut by sharp tools i.e. Scissors that could cause the catheter split into two. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to cut. None of the conditions above were evident on the sample. How and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: [warnings]: method for use: do not inflate the balloon in the urethra [the urethra may be injured]. Do not pull the catheter hard [the bladder/urethra may be injured]. Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged].

Event description:
It was reported that the foley catheter balloon burst and fell out of the patient. No pieces were missing. No medical intervention reported. It was later reported, per sample received and confirmation via email from the (B)(6) on 23 april 2019, the balloon of the foley catheter did not burst. Instead, it was reported that the catheter broke at the shaft.